Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, when opening the package, it was found that there had been a foreign substance like a hair. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. H3 evaluation: one open sample of product was received for analysis. The product code is multi-strand and required eight strands per packet. During visual inspection of the sample, the winding former contained eight strands. The swage and attachment area of needles were noted to be as expected. The sutures were dispensed and examined along strand with no defects or foreign matter found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, no foreign matter was found.